Event description:
It was reported from a study article that a certain group of patients from the study experienced complications after obtaining an atrial leadless pacemaker implant. The complications included venous thromboembolism, puncture site events, perforation, dislodgement, infection and pericarditis. The patient's conditions were unknown. It was also reported that a percentage of patient's passed away during the study period after implant. It is unknown if the patient's deaths were related to the atrial leadless pacemaker and/or procedure.